Manufacturer narrative:
The coolant and oil tube levels were refilled, and the geo ipc was replaced. After these actions, the system was tested and returned to use. Some errors persisted in the log, but they did not impact current operation. The client was advised to install dehumidifiers and to monitor the system for two weeks.this report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system experienced issues with movements, including unavailable table float and c-arm movement.the clinical use of the system was unknown.there was no harm reported to philips.